Manufacturer narrative:
The tech found the side rail latch assembly was dirty. A search of the hill-rom maintenance records showed hill-rom performed preventive maintenance on this bed in 2014. It is unk if the facility performed any other preventative maintenance on this bed. The tech cleaned the side rail latch to resolve the issue. Based on this info, no further action is required.

Event description:
Hill-rom received a report from a hill-rom tech stating the side rail would not latch. The bed was located in the ICU. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).